Event description:
The site contacted berlin heart inc. (Bhi) clinical affairs (ca) on 2024-09-17 to report that multiple "h2: low flow" alarms occurred on (B)(6) 2024. Within that same day, the patient also experienced rue extension, right eye deviation, possible lue flexion, and vomiting. The CT scan and eeg were performed. The anticoagulation therapy was adjusted. According to the site, the berlin heart excor blood pump pu valves; 15 ml in/out; ø 9 mm functioned as intended with full fill and ejection throughout. Deposits were noted in the pump, in the inflow and outflow connectors as well as inflow and outflow valve leaflets.

Manufacturer narrative:
As of on (B)(6) 2024, the patient is stable and remains on the same excor blood pump. The excor blood pumps pu valves; 15 ml in/out; ø 9 mm; sn: (B)(6) has been in use on the patient since on (B)(6) 2024 to date. The event occurred on 2024-09-14, (165 days) after the pump was placed on the patient. The excor® active driving unit used on this patient is under clinical study ide#: (B)(4). We have reviewed the production records of the excor blood pump, sn: (B)(6) and the pump was produced according to our specification.